Event description:
Patient's tracheostomy tube cuff noted to not be holding air, 7 days post placement. Monitored overnight and attempted to observe patient since he was not on the ventilator. Patient had an increasing oxygen requirement, so tracheostomy tube was changed. After tube exchange, able to confirm that there was a hole in the balloon cuff of the tube. Manufacturer response for tube tracheostomy and tube cuff, shiley (per site reporter) multiple medsun reports. They are currently in contact gathering information.